Manufacturer narrative:
The patient's date of birth was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that on (B)(6) 2016 the patient experienced red heart alarms from the system controller. The patient was reportedly asymptomatic. The system controller log files were reviewed at the clinic and showed several pump stoppages. The driveline was manipulated to determine the location of the driveline issue. The patient was admitted to the hospital and on (B)(6) 2016, the manufacturer's technical services representative performed a driveline evaluation. The driveline was manipulated and the patient positioning was changed while the lvad system was connected to a grounded power module patient cable. The external portion was inspected thoroughly and the driveline wires were tested and all six were functioning well. No alarms occurred during evaluation of the driveline. A decision was made to observe the patient while using the grounded power module patient cable for two days. After two days, the patient was discharged from the hospital with a non-grounded patient cable. It was reported that damage to the driveline internal to the patient is suspected. No further information was provided.

Event description:
Additional information: it was reported that a pump exchange was performed on (B)(6)2017. The patient had been monitored due to the driveline issues for an extended period of time and it was decided to perform a pump exchange as a precaution.

Manufacturer narrative:
The patient remains ongoing on lvad support; therefore, a full evaluation of the device could not be conducted and a root cause for the event could not be conclusively determined. However, based on the manufacturer¿s complaint history and similar reported events, the low speed and low flow hazard alarms and multiple pump stoppages that were captured in the log file could have potentially been the result of a compromised wire in the patient¿s percutaneous lead (lead). The events captured appeared to have only occurred while the patient¿s system controller was connected to the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module. No further issues were reported. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted pump was returned assembled with percutaneous lead (driveline) cut approximately 3.5 inches from the pump housing. The severed portion of driveline was returned in 2 pieces measuring approximately 3.5 inches and 30 inches, respectively. Electrical continuity and high potential (hipot) testing performed on the 3.5 inch and pump-end portion portions of driveline did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 30 inch distal end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed and examination of the underlying wires revealed two breaches in the insulation of the orange wire at approximately 10 inches from the pump housing. The conductors of these wires were exposed. The disruptions to the insulation of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the orange wire could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the pump was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.